Manufacturer narrative:
This report is submitted on july 14, 2021.

Event description:
Per the surgeon, it was reported that the electrode array was incorrectly placed in the cochlea. The patient underwent two revision surgeries to reinsert the electrode; however the first on (B)(6) 2021 was unsuccessful. During the second revision surgery on (B)(6) 2021, the surgeon successfully reinserted the electrode array.